Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (poor right ventricular function, neurologic dysfunction, patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient expired due to neurological complications after dislocation of the rvad cannula on (B)(6) 2019. The rvad was placed due to poor right ventricular (rv) function in the lvad session. Two days later in the intensive care unit (ICU), dislocation of the rvad cannula was noticed. The patient was brought back to the operating room (or) for adjustment, but detailed neurological complications developed. It was reported that there were no issues with the lvad. No autopsy was performed. Heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The hm3 lvas IFU lists right heart failure and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to neurological complications after dislocation of right ventricular assist device (rvad) cannula. The rvad was placed due to poor right ventricle (rv) function in lvad session. Two days later in the intensive care unit (ICU), dislocation of rvad cannula was noticed. The patient was brought back to the operating room (or) for adjustment, but not detailed neurological complications developed. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Event description:
The patient's rvad was not an abbott product.

Manufacturer narrative:
Section b5: correction. Section h6 (patient and method code): correction. Section h8: correction. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.